Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient called because she did not know how to ¿program it¿. Patient wanted to check the implant with her patient programmer (pp). It was indicated patient was just implanted a day prior to this call. Patient still had bandage over the implant and noticed she bled a little bit. Patient was unclear and mentioned something about urinary retention. Patient services asked if she was experiencing urinary retention symptom but patient did not give a clear answer. Patient was able to connect the implant with patient programmer (pp). Patient reported stim was turned on and she was on program 2 at .9v. Patient was advised to follow up with the healthcare provider (hcp) to discuss her symptoms. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-19. The patient reported that the healthcare provider (hcp) and his three nurse were so great to diagnose her retention. The patient reported that because of her brain bleed 4 years ago, her cells told her bladder to need emptying were damaged. The patient reported that the hcp inserted a manufacturer¿s device in her sacrum and explained how it worked and now she urinated (B)(6) times a day. The patient reported that she would return to the hcp¿s office on (B)(6) 2017. No further complications were reported.